Event description:
Per medwatch report: a (B)(6) male came in for coronary bypass grafting x4 on (B)(6) 2015. Patient tolerated the procedure well and was transferred to ICU. On (B)(6) 2015 the patient coded in ICU and hemoglobin of 5 was found. The patient was taken back to the operating room. The findings were that the patient had 2 clips off the vein branch of the saphenous vein to the right coronary artery. These were clipped and hemostasis was controlled. Again the patient was sent back to ico and upon his arrival to ico his pressures rose to 210/110 and he rapidly began to exsanguinate out of his chest tube. He became thermodynamically unstable and was brought down emergently to the operating room. Findings: he had 2 additional vein clips come off a different vein brand which was approximately 2 cm proximal to the first set of clips. They were clearly placed at the first operation. We do not have the lot number for this exact product.

Manufacturer narrative:
Qn#(B)(4). A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.